Manufacturer narrative:
PMA 510k #k163018. Off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review prior to distribution all zib devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and label it should be noted that the instructions for use (ifu0040) states the following: ¿the zilver 518 and 635 biliary stent has been designed for use in palliation of malignant neoplasms in the biliary tree¿. There is evidence to suggest the user did not follow the IFU or label. Image review an image was not returned for evaluation. Root cause analysis definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. From the information provided it is known that the iodine seed strands were placed between the biliary wall and the stent which has not been indicated for in the intended use statement of the IFU. Additionally, iodine may cause adverse events which would not be listed in our IFU. Confirmation of complaint is confirmed based on customer and/or rep testimony. Summary of investigation the complaint was raised from literature paper wu et al 2021 ¿ ¿hepatic arterial infusion chemotherapy following simultaneous metallic stent placement and iodine-125 seed strands for advanced cholangiocarcinoma causing malignant obstructive jaundice: a propensity score matching study¿. According to the initial reporter, the device was used in conjunction with iodine seed strands in 17 patients with no adverse events reported. Investigation findings conclude a definitive root cause of off label use. Complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 14-jun-2023.

Event description:
Wu et al 2022 ¿ ¿hepatic arterial infusion chemotherapy following simultaneous metallic stent placement and iodine 125 seed strands for advanced cholangiocarcinoma causing malignant obstructive jaundice: a propensity score matching study¿. Two types of uncovered semss (s.m.a.r.t, cordis, milpi-tas, ca; zilver, cook, bloomington, in) with a diameter of 8 mm and lengths of 40¿100 mm were used in this study. 125i seeds (beijing atom hi-tech, beijing, china) with a length of 4.5 mm and thickness of 0.8 mm were used. A stiff guidewire 260 cm long and 0.035 inches in diameter was inserted through the sheath to the distal duodenum. Next, the sheath was removed and reinserted over the short guidewire until its tip was 2¿3 cm beyond the stricture. A bare sem was advanced over the long guidewire and deployed in the centre of the stricture. The stent extended 1.5¿2 cm beyond the biliary stricture in each direction. For patients with isolated strictures, the contralateral bile duct was punctured and the following steps were the same as the other side. Two bare semss were advanced over the two guidewires in each side and deployed on the centres of the bilateral strictures using the side-by-side technique. After stenting, the iodine seed strand was inserted through the long 5-f sheath and placed between the biliary wall and the stent. Stent patency was confirmed with repeat cholangiography. The puncture approach was occluded with gelfoam pledgets through a sheath. In the haic group, 12 (66.7%) patients received one stent and 6 (33.3%) patients with isolated strictures received two stents (24 stents). In the control group, 40 (71.4%) patients received one stent and 16 (28.6%) with isolated strictures received two stents (74 stents). 18 patients received 5 sessions of haic after sems placement with 125i seed strands (haic group), and 56 patients only underwent sems placement with 125i seed strands and served as controls (control group). Off label use: zib6 placed with iodine seed strands (74 patients/96 stents). No patient impact (17). No adverse events reported.

Manufacturer narrative:
PMA/510(k) # k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplement report being submitted due confirmation received on 14 mar 2023 that the zib6 placed with iodine seed strands is user error rather than off label use.